Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 26mm mitral annuloplasty ring, moderate residual regurgitation was present. The patient was placed back on cardiopulmonary bypass (cpb), the ring was explanted, and the entire native valve was replaced. It was reported that there was no alleged product issue. No additional adverse patient effects were reported.